Manufacturer narrative:
H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on 2005 (B)(6) medical center. (B)(6). Operative note. Preoperative diagnosis: ventral incisional hernia. Postoperative diagnosis: same. Procedure: laparoscopy, open ventral hernia repair with mesh. Anesthesia: general endotracheal. Pertinent history: ms. Reeves is a 34-year-old white female who was being treated for irritable bowel syndrome by dr. (B)(6). During the course of his workup a CT scan of the abdomen and pelvis was obtained showing a midline lower abdominal incisional hernia containing multiple loops of small bowel without evidence of strangulation or obstruction. She has intermittent lower abdominal pain, sometimes so severe that she will double over and feels a bulge in her left lower abdomen when standing. The patient is quite obese and it was difficult to actually palpate a fascial defect but there was an asymmetry and tenderness in the left lower quadrant in the suprapubic area. She is admitted at this time for laparoscopic, possible open ventral hernia repair. Details of procedure: ¿after adequate general endotracheal anesthesia was obtained the patient was prepped and draped in routine sterile fashion. After placing the patient in trendelenburg position an incision was made in the right upper quadrant with #15 blade. A veress needle was inserted through the fascia and into the peritoneum. Intraperitoneal placement was confirmed with a saline drop test. The peritoneum was then insufflated with carbon dioxide. Once an adequate pneumoperitoneum was obtained a 5 mm trocar was placed through the incision. Laparoscope was placed and abdomen was examined. There was a fairly large incisional hernia present in the lower abdomen. It was in the area of her previous pfannenstiel incision and extended slightly across the midline to the right but more so on the left. There were loops of small bowel in the hernia sac, which reduced fairly easily. Adhesions were lysed surrounding the hernia, however, the lower most extent of the hernia was so low that it was impossible to fix the mesh inferiorly to the defect without going through the pubic area. Therefore it was elected to proceed with open procedure and the trocars were withdrawn. The abdomen was allowed to desufflate. Her previous pfannenstiel incision was opened with a #15 blade. The hernia sac was dissected out in its entirety and resected out the fascial level. Adequate fascia was dissected out circumferentially. A piece of dual mesh was sutured to the undersurface of the fascia using a running # 1 prolene suture. The fascia was then reapproximated on top of the mesh again using a running #1 prolene suture. The subcutaneous tissue was irrigated. Hemostasis was obtained with electrocautery. A 10 flat jackson-pratt drain was placed in the subcutaneous tissue and brought out through a separate stab incision. The drain was sutured in place with a 2-0 silk suture. All skin incisions were then closed with staples. Dry sterile dressings were applied. The patient tolerated the procedure well although she did have some difficulty with high peak inspiratory pressures and some wheezing, which responded to respiratory treatments. All sponge, instrument and needle counts were correct. The patient was transported to the recovery room in stable condition.¿ [missing records: records for the CT scan showing ¿midline lower abdominal incisional hernia¿ were not provided.] On (B)(6) 2005 (B)(6) medical center. Post surgical notes. Implant sticker. Procedure: laparoscopic ventral hernia converted to open ventral hernia repair. Estimated blood loss: 50 cc. Specimens: none. Implant: gore dualmesh® biomaterial. Expiration [handwritten]: 08/02/10. Ref catalogue number: 1dlmc03. Lot batch code: 03841125. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc03/03841125) was implanted during the procedure. On 2006 (B)(6) medical center. (B)(6). Radiology-CT abdomen. Reason: previous hernia repair. Possible abscess. Findings: there is fluid in the subcutaneous tissues superficial to the pelvic organs at the site of the incision and adjacent to the mesh. Opinion: small amount of fluid at the site of the incision. No upper abdominal abscess is identified. Please see pelvic CT report. [Missing records: records for the pelvic CT were not provided.] On 2006 (B)(6) medical center. (B)(6). Radiology-CT abdomen. Reason: pain, ventral hernia. Opinion: scarring and residual hemorrhage. No new abnormality or fluid collection identified. On 2006 (B)(6) medical center. (B)(6). Radiology-CT pelvis. Reason: abdominal pain and ventral hernia. Opinion: no residual fluid or new fluid collection identified. Scarring and/or residual hemorrhage adjacent to the surgical bed. On 2006 (B)(6) medical center. (B)(6). Operative note. Preoperative diagnosis: abdominal wound abscess. Postoperative diagnosis: same. Procedure: abdominal wound exploration with debridement and irrigation. Anesthesia: general endotracheal. Pertinent history: april is a 34-year-old white female who underwent ventral abdominal hernia repair with mesh. She has been treated intermittently for cellulitis and despite multiple CT scans has never been able to identify a discreet abscess, however, she developed wound drainage over the weekend and is taken to the operating room at this time for abdominal wound exploration. Details of procedure: ¿after adequate general endotracheal anesthesia was obtained the patient was prepped and draped in routine sterile fashion. The opening of the incision, which had opened spontaneously, was extended laterally on both sides. There was a fairly large abscess cavity present. The mesh was visible, however, it was well incorporated and had developed granulation tissue on top of the mesh. Therefore the mesh was not removed. All purulent material was suctioned out. All necrotic tissue was debrided. The wound was then irrigated with pulsavac irrigation system using three liters of lactated ringers and then one liter of antibiotic solution. The wound was then packed open with dilute betadine soaked kerlix gauze. A dry sterile dressing was applied. The patient tolerated the procedure well and was returned to the recovery room in stable condition. All sponge and instrument counts were correct.¿ on 2006 cullman regional medical center. Joan iacobelli, md. Operative note. Preoperative diagnosis: infected mesh post repair of ventral abdominal hernia. Postoperative diagnosis: same. Procedure: removal of infected mesh with fistula tract in surrounding soft tissue, repair of ventral hernia. Anesthesia: general endotracheal. Pertinent history: ms. Reeves is a 35-year-old white female who has previously undergone ventral hernia repair in (B)(6) 2005. She did develop a wound infection postoperatively and underwent debridement and irrigation in (B)(6) 2006. She was last seen in (B)(6) 2006, where the wound was healing well. It opened up again approximately one week ago and has been draining. She denied any fever or any palpable recurrent hernia. She was found to have an exposed mesh and a fistula tract draining purulent material. She was placed on oral antibiotics and is admitted today for repair. Details of procedure: ¿after adequate general endotracheal anesthesia was obtained the patient was prepped and draped in routine sterile fashion. The fistula tract was identified and was draining foul smelling purulent material. Specimens were obtained for routine and aerobic cultures. An elliptical incision was made around the fistula tract with a #10 blade. The incision was carried down through the subcutaneous tissue to the fascia using electrocautery. The entire fistula tract including the fascia was excised using the electrocautery. This did leave a ventral hernia defect. The specimen was sent for pathological examination. There was minimal peritoneal involvement but the fistula tract did extend down to the peritoneal cavity at one point. There was a small loop of small bowel adherent to the fistula tract. This was mobilized. The rectus muscle was then closed in the midline to cover the bowel using interrupted 0 polysorb sutures. The wound was then irrigated using three liters of lactated ringers and pulsatile irrigation system. The fascia was then mobilized in a transverse direction and reapproximated using interrupted #1 prolene sutures. The wound was again irrigated using one liter of antibiotic solution via the pulsatile irrigation system. Soft tissue was closed on top of the fascial repair using interrupted 0 polysorb sutures. The skin was closed with staples. A dry sterile dressing with abdominal binder was applied. A #10 flat jackson-pratt drain had been placed between the fascia repair and the soft tissue closure and was brought out through a separate stab incision. It was sutured in place with a 2-0 silk suture. The patient tolerated the procedure well and was returned to the recovery room in stable condition. All sponge, instrument and needle counts were correct.¿ [missing records: a culture report detailing analysis of the specimens collected during the 2006 procedure was not provided.] On (B)(6) 2006 (B)(6) medical center. (B)(6). Surgical pathology report. Accession #: (B)(6). Material submitted: 1. Mesh, soft tissue, fistula. Clinical diagnosis: removal of infected mesh. Pre-operative diagnosis: infected mesh from previous hernia repair. Final diagnosis: mesh from previous hernia repair with fistula formation, excision: fistulous tract with inflamed granulation tissue rimmed by foreign body giant cell reaction, scar, and mixed inflammation; no malignancy identified. Gross description: ¿april reeves, mesh, soft tissue, fistula¿. Received is a portion of red-pink-purple to tan-yellow, hemorrhagic tissue measuring 8.3 x 3.9 x 6.2 cm in greatest dimension. Attached is an ellipse of purple to pink-tan skin measuring 5.1 x 2.2 cm in greatest dimension. There is a centralized perforation measuring roughly 0.7 x 0.4 cm in greatest dimension that extends the full thickness of the specimen. There are two blue wires present along the margin of resection. The specimen is sectioned and reveals a 4 x 2.3 cm cavity lined with purple to gray-pink-tan soft tissue. There is also a pale yellow, synthetic material present measuring 10 x 3.9 x 0.1 cm in greatest dimension present within the cavity. Representative section is submitted in cassettes (1a-1e). The remaining tissue is saved. Microscopic description: there is dense scar and chronic inflammation. Centrally, there is edematous and inflamed granulation tissue. There are scattered foci of refractile foreign material partially engulfed by multinucleated giant cells. Malignancy is not seen. On (B)(6) 2007 (B)(6) medical center. (B)(6). Radiology-CT pelvis. Reason: post hernia surgery. Findings: there is inflammatory change involving the rectus sheath inferiorly in the region of prior hernias. No new hernia is identified. Injection of the fat may be on the basis of prior surgery (felt most likely). Less likely in the differential include inflammatory/infections etiology. No abscess is identified. No fluid is seen. A mild infraumbilical hernia is identified with mesenteric fat in the hernia sac. Opinion: minimal injection of the rectus sheath at the area of surgery which is felt most likely post-surgical given the above findings. On (B)(6) 2007 (B)(6) medical center. (B)(6). Radiology-CT abdomen. Reason: post hernia surgery. Opinion: subtle injection in the subcutaneous fat in the region of prior surgery. This may represent postoperative change (primary differential), however also in the differential include inflammatory process in the right clinical setting. Not mentioned above small infraumbilical ventral hernia with mesenteric fat in the hernia sac. On (B)(6) 2007 (B)(6) medical center. (B)(6). Radiology-CT abdomen. Reason: abdominal pain, right lower quadrant. Opinion: interval development of an infraumbilical midline hernia with associated small bowel situated within the hernia sac. On (B)(6) 2007 (B)(6) medical center. (B)(6) . Radiology-CT pelvis. Reason: abdominal pain, right lower quadrant. Opinion: interval development of infraumbilical hernia with small bowel situated within the hernia sac. Interval resolution of rectus sheath inflammatory changes when compared to prior examination. On (B)(6) 2007 (B)(6) medical center. (B)(6). Operative note. Preoperative diagnosis: recurrent ventral abdominal hernia. Postoperative diagnosis: same, chronically incarcerated. Procedure: laparoscopy, subsequent open ventral hernia repair with mesh. Anesthesia: general endotracheal. Pertinent history: ms. Reeves is a 36-year-old white female who had previously undergone repair of a ventral hernia repair post hysterectomy. This was performed with dual mesh. She subsequently developed a wound infection requiring removal of the mesh. At this time a primary repair was performed due to the infection. She recently developed an infraumbilical hernia containing small bowel. She had no evidence of obstruction. She is admitted at this time for attempted laparoscopic and possible open repair. Details of procedure: ¿after adequate general endotracheal anesthesia was obtained the patient was placed in trendelenburg position and prepped and draped in routine sterile fashion. An infraumbilical incision was made with a #15 blade. The incision was spread with a hemostat and veress needle was inserted through the fascia into the peritoneum. Intraperitoneal placement was confirmed with saline drop test. The peritoneum was then insufflated with carbon dioxide. Once an adequate pneumoperitoneum was obtained a 5 mm trocar was placed through the infraumbilical incision. Laparoscope was placed and the abdomen was examined. Just to the right of the midline there was a hernia defect containing mesentery and small bowel. Two additional 5 mm trocars were placed in the right lateral abdomen. Attempts were made to reduce this bowel into the abdomen, however, it appeared that it had been chronically incarcerated and was densely adherent to the peritoneum and the hernia sac. In places it was difficult to differentiate bowel from the peritoneum of the hernia sac. Also it was difficult to reduce the bowel back into the abdomen. After attempting this for a period of time it was deemed safest for the patient in order to avoid bowel injury to convert to an open procedure. The trocars were withdrawn. The abdomen was allowed to desufflate. A transverse incision was made directly overlying the palpable hernia defect with a #10 blade. The incision was carried down through the subcutaneous tissue with electrocautery. The hernia sac was identified and dissected out in its entirety. This did require extension of the incision medially. Eventually the entire hernia sac was dissected. It was entered and the small bowel was found to be densely adherent at points to the hernia sac and also to the undersurface of the fascia. There was also a significant amount of scarring in the area of the previous repair and foreign body reaction around pieces of prolene. This was all cut away. The hernia sac was completely dissected out. All bowel adhesions to the fascia were lysed sharply with scissors and electrocautery. The bowel was then reduced into the peritoneal cavity leaving approximately a 4 x 4 cm fascial defect. A piece of proseed [sic] mesh was cut to more than adequately cover the defect and was sutured to the undersurface of the fascia using interrupted 0 tycron sutures. Once this was accomplished the fascia was reapproximated on top of the mesh again using interrupted tycron sutures. The wound was irrigated thoroughly and hemostasis was obtained with electrocautery. A 10 flat jackson-pratt drain was placed in the subcutaneous tissue over the fascia and brought out through a separate stab incision. It was sutured in place with a 2-0 silk suture. The skin incisions were closed with staples. Dry sterile dressings were applied. The patient tolerated the procedure well and was returned to the recovery room in stable condition. All sponge, instrument and needle counts were correct.¿ on (B)(6) 2007 (B)(6) medical center. Post surgical notes. Implant sticker. Procedure: ventral hernia repair with mesh- converted to open with mesh. Estimated blood loss: 10 cc. Specimens: none. Implant: proceed surgical mesh. On (B)(6) 2016 (B)(6) medical center. (B)(6). Operative note. Preoperative diagnosis: multiple recurrent incarcerated ventral hernias. Postoperative diagnosis: multiple recurrent incarcerated ventral hernias. Procedure performed: laparoscopic ventral hernia repair with mesh. Anesthesia: general with tap [transverse abdominis plane] and local. Blood loss: 20 ml. Specimens: none. Indications: ms. Reeves is a 45-year-old, morbidly obese female who has had 5 previous hernia repairs for ventral hernias. Apparently, most these were attempted laparoscopic and then converted to open via a lower pfannenstiel incision. Apparently, at least on the last occasion, mesh was used. In the past, she had mesh which was then explanted due to infection. In any event, the patient has had recurrent symptoms with pain as well as some partial bowel obstruction due to these the ventral hernias. The patient is strongly desiring repair. Findings: the patient did have 2 sizable fascial defects, 1 of which had a big wad of omentum. At this point in time, there was no incarcerated bowel, which was seen on the CT scan last month. There was some slight diastasis of the peri-pubic fascia but it appeared that there was mesh from her previous surgeries here and was just diastatic without any true hernia here. Description of procedure: ¿the patient was brought to the operative suite and placed supine. Once general anesthesia had been induced, as well as a tap block for postoperative pain, the patient's abdomen was prepped and draped. Initially, an area in the left upper quadrant was chosen and an optical entry method was used to obtain access to the abdominal cavity, and it achieved pneumoperitoneum. The abdomen was explored. The patient had obvious omentum and possible bowel incarcerated up in 2 separate hernia defects in the periumbilical and then mid lower abdomen. A counterincision was then made over these incarcerated hernias at the infraumbilical position and enlarged. I encircled a quite sizable ventral hernia which had incarcerated contents. I very carefully opened these after 30 or 40 minutes of dissecting this hernia sac and it only contained omentum which was a little bit dusky and hemorrhagic. I chose to go ahead and amputate the omentum. As noted above, there was no bowel involvement. Once the excess omentum was excised, the remainder was allowed to drop back into the peritoneal cavity after freshening up the fascial edges. One hernia defect was approximately 3 cm x 2 cm. A 2nd one was above this and measured about 2 cm. I then chose to close these hernia defects with multiple interrupted 0 ti-cron sutures. This allowed for reapproximation of the fascial edges. Once this had been performed, the wound was irrigated and direction was then turned to the intraoperative perspective where 2 additional working ports were placed, 1 in the left lower quadrant and 1 in the right lateral abdomen. These trocars were placed under direct visualization after anesthetizing the skin and subcutaneous tissue with local. I chose a 10 x 15 symbotex mesh which would overlap the hernia defects with at least a 4 to 5 cm coverage. Cardinal sutures were placed with 0 ti-cron and the mesh was placed in the abdominal cavity with correct orientation. The cardinal sutures were used to bring the mesh up to the anterior abdominal wall with the endo-close technique. These were tied down with a good overlay. The mesh was further reinforced with absorbatack staples. This allowed for a very good sound repair. There was one little area with some bleeding in the right lateral cardinal stitch which, after tying the suture down, was very minimal. We watched this for 15 minutes and the remainder of the case, and there was no further bleeding noted. At this point in time, the right lateral abdomen trocars were removed and this 8 mm fascial incision was reapproximated with 0 vicryl. The remainder of the trocars were removed and the pneumoperitoneum was allowed to escape. The incisions, at this point, were closed with a 4-0 monocryl. The larger wound at the cutdown area was irrigated well again with antibacterial solution and a small jp drain, which was a round blake, was brought out and situated into the hernia sac cavity to allow drainage. It was sutured to the skin with silk suture. Then the wound itself was closed with an inner 3-0 vicryl and outer running 4-0 monocryl. Sterile dressings were applied at all the incision sites. The patient was then awakened and taken to the recovery room in satisfactory condition with an abdominal binder in place.¿ [missing records: records for the CT scan ¿last month¿ were not provided.] On (B)(6) 2016 (B)(6) medical center. Post surgical notes. Implant sticker. Procedure: hybrid ventral hernia repair with mesh. Findings: 2 ventral hernias with incarcerated omentum. Implant: symbotex. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic/open incisional hernia repair on (B)(6) 2005 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2006, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal abscess with I&d and open wound with packing, mesh infection with fistula, mesh removal requiring an additional surgery. Additional event specific information was not provided.